Event description:
The customer reported that the coulter lh 500 hematology analyzer failed mode to mode procedure with several parameters failing for quality controls cycled on the instrument in secondary mode. The customer attempted to troubleshoot the issue by performing multiple cleaning procedures but the issue was not resolved. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed that reproducibility in secondary mode did not meet specification. The fse discovered a faulty blood sampling valve (bsv) actuator and proceeded to replace the actuator to resolve the issue. (B)(4).